Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was not determined.

Event description:
Medtronic received a report that the pipeline failed to open in the middle. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The patient's vessel tortuosity was normal. The landing zone was 3.7mm distal and 4mm proximal. Dual antiplatelet treatment was administered. It was reported that the anatomy was quite tortuous, but not more complicated than usual. The distal part of the pipeline opened fully, but the middle part before the curve couldn't be opened. The doctor used techniques including massaging the pipeline, reducing the tension on the curve, and centering the microcatheter in the vessel, but the device still could not be opened. On the curve still wasn't opening, and after the curve started twisting. The middle of the pipeline was placed in a bend, and less than 50% was deployed when it failed to open. The pipeline had been resheathed 2 or less times, and no other devices were used to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be okay. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien guide catheter, phenom 27 microcatheter, and avigo guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.